Event description:
It was reported that during an angioplasty procedure via right femoral vein, the pta balloon allegedly ruptured at 6 atm. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 035 pta catheter was returned for evaluation. The balloon was partially inflated; no specific anomalies were noted during the visual evaluation. On functional testing, the returned balloon was inflated with an in-house presto inflation device at 6 atm without any leak, it maintained pressure, and it maintained the shape. Further the balloon was deflated without any issue. No objective evidence of balloon rupture was noted. The returned device was able to inflate and deflate without any leak, and no objective evidence of balloon rupture was noted; hence, the investigation for the reported balloon rupture was unconfirmed. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 04/2024), g3 h11: h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 04/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during an angioplasty procedure via right femoral vein, the pta balloon allegedly ruptured at 6 atm. The procedure was completed using another device. There was no reported patient injury.